Manufacturer narrative:
H3, h6: the battery (ln: 2518) was returned for analysis. Analysis found that there was no fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773 product ID: 9735787, lot number 22340030 the uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was connected to known good battery and tested to have blown fets. There was a power supply malfunction. (B)(4). A medtronic representative went to the site to test the equipment. The ups and battery were replaced. The system then performed as intended. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was still losing power and shutting down intermittently when plugged into red outlet in the or. There was no patient involved. Troubleshooting included confirming that the system was plugged into a red outlet and it was noted that the system has been tested with all the outlets that were red in the or but the problem persisted. It was confirmed that another navigation system was able to function as expected using the same outlets in the same or. The main cart off of the confirmed good navigation system was used to confirm that the battery and uninterruptible power supply (ups) of the current camera cart were functioning as expected. It was confirmed that the camera cart functioned as expected where power was held for 90% when unplugged from the wall power with the confirmed good main cart. Additional information was received that it was confirmed that the system was plugged into a know functional outlet when it lost power.